Event description:
It was reported that the patient presented to the clinic for routine follow-up complaining of feeling hollow beats. Upon interrogation the right atrial lead exhibited loss of capture. X-ray confirmed that the lead was dislodged. The device was reprogrammed. The lead was explanted and replaced on (B)(6) 2014.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.